Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified in middle right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres for 6 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient was in good condition after the procedure.